Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the robotic surgery with davinci for sigmoid with anterior resection, when the surgeon finished the firing, a double leak check was performed by pneumatic technique and by intraoperative fibrocolonoscopy, which able to observe poorly formed staples. The patient with 24-48 hour blood tests has evidence that suffers early failure of the anastomosis because the patient has altered inflammation values in the early stage. The patient was quickly re-operated but due to the sepsis created and which was associated with other pathologies, the patient suffered multi-organ failure. During the second surgery the anastomosis was reviewed and saw that the right side of that anastomosis was undone and there was an area with fecal content at the local pelvic level, but the tissues were in good condition and the surgeon was more suspicious about poor staple formation. The patient was intubated for 48 hours with vasoactive medications and then required several sessions of hemodialysis. It was noted that the cause of death I s cardiorespiratory arrest, the patient died in the postoperative period, the recovery has been slower and more complex due to the suture failure.